Event description:
During preventative maintenance of the device, the technician observed the permanent address and version number of the power manager board were missing from the service screen. The device functioned as expected. Since the event took place during preventative maintenance, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.